Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 01dec2016 to assess the testing instrument in question. The fse determined that the instrument was operating as expected.

Event description:
On (B)(6) 2016, an unexpectedly negative antibody screen was documented, when tested on a galileo echo instrument.